Manufacturer narrative:
Device evaluated by MFR: a 3.00 x 48mm synergy xd stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found a break 227mm distal to the distal end of the strain relief, with kinks 20mm proximal to the break site and 25mm distal to the break site multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a kink 250mm proximal to distal end of the distal tip, at the location of the exchange port, with corewire kinked. Additionally, multiple kinks were noted along the length of the polymer extrusion section of the shaft. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. This 3.00 x 48mm synergy xd was used in a severely tortuous, severely calcified, and 90% stenosed target lesion in the right coronary artery for a percutaneous coronary intervention. There was a less than 90 degree bend in the lesion and after pre-dilation the stenosis was 75%. When the physician encountered difficulty crossing the lesion, the device was pushed and torqued. The shaft became kinked and separated approximately 30cm from the hub. The procedure was completed with another device with no patient injuries.

Event description:
It was reported that shaft break occurred. This 3.00 x 48mm synergy xd was used in a severely tortuous, severely calcified, and 90% stenosed target lesion in the right coronary artery for a percutaneous coronary intervention. There was a less than 90 degree bend in the lesion and after pre-dilation the stenosis was 75%. When the physician encountered difficulty crossing the lesion, the device was pushed and torqued. The shaft became kinked and separated approximately 30cm from the hub. The procedure was completed with another device with no patient injuries.